Event description:
On 9/23/99, a small sealant on tooth #3 was replaced with versa flow (a centrix product), bonded with optibond (a kerr product). The preparation was very small and shallow. The tooth became sensitive right away, and rather than improving, became worse with time. Rptr has seen this pattern before with this product. Rptr replaced the restoration with one of prisma tph and jeneric pentron bond 1, which had helped other pt's teeth that were sensitive to versa flow restorations. This was on 12/11/98. This had no effect. On 3/1/99, rptr referred pt to another dr, who said that although the restoration was small and shallow, the pulp was hyperemic and may have degenerative changes. On 3/17/99, discomfort had increased and #3 received root canal treatment.